Event description:
It was reported there was cracking of the catheter at the hub while patient was being flushed. Nurse removed needle and use needle to access patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported there was cracking of the catheter at the hub while patient was being flushed. Nurse removed needle and use needle to access patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the extension tubing on an infusion set is confirmed, but the root cause could not be determined. One 22 ga x 0.75 in safestep safety infusion set w/y-site was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and a needleless injection cap was returned with the sample. A split was observed at the luer/tubing joint. A microscopic observation revealed the split to be circumferentially aligned and have a granular fracture surface. Beach marks were observed along the fracture surface of the device. The complaint of a split in the extension tubing of an infusion set is confirmed. The exact cause could not be determined. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event.